Event description:
The manufacturer received information that a dreamstation st30 is being returned due to the user passing away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiencies that are relevant to the harm reported. Additional information is being requested regarding the details of the reported death. The device was returned to a third party service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. Components were only replaced as part of maintenance of the device. The device passed a performance test following the device repair. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.